Manufacturer narrative:
The pump was received with all operating currents within specification and the pump passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer stated their pump stopped delivering, the pump alarmed during their sleep. The customer's blood glucose was 306mg/dl. The customer was advised the pump will be replaced.